Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the case of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.